Manufacturer narrative:
Concomitant medical products: 4592-45 lead, implant date: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with low heart rate and then it was reported that the right ventricular (rv) lead exhibited loss of capture. It was also reported that the implantable pulse generator (ipg) exhibited pacing problem. The rv lead was capped and replaced. The ipg was removed and replaced. No further patient complications have been reported as a result of this event.